Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer did not receive any medical intervention that's why treatment code had been updated from emergency medical service to no treatment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced site issue. Customer stated that the oval tape was causing irritation. Customer also reported that they did not receive medical treatment as a result of the site issue. The sensor will not be returned for analysis.